Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: not sure if device is returned.

Event description:
Country of compliant: (B)(6). Delivered with the return kit inside an unknown liquid it was there was also a valve blocked. It was reported that there was preoperative blockage of the prechamber.